Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.